Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed an increase of pacing impedance measurements to greater than 2500 ohms. All other lead diagnostics were normal. The system will continue to be monitored. There were no adverse patient effects reported.